Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported device code: 2183 - fitting problem. The correct code to supersede the initial device code should be 2900 - connection problem.

Manufacturer narrative:
The reported field event of insertion anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that during initial implant procedure, the left ventricular lead could not be inserted into the header of the implantable cardioverter defibrillator header. It was noted that the left ventricular port of the header had a smaller diameter than the diameter of the lead. The physician attempted connect another lead to the device but encountered the same issue. The device was replaced and connected to the original lead. Patient was stable throughout the procedure.